Manufacturer narrative:
Terumo has received the actual device; however, an investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the partial pressure of carbon dioxide (paco2) rose to unexpected levels, and moisture was observed at the gas outlet port. Product was not changed out. Surgery was completed successfully.